Manufacturer narrative:
Additional information has been requested from the healthcare provider. There has been no response at this time. There is currently insufficient information to determine the root cause of this event. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that this patient with a 27 mm pericardial mitral valve underwent a valve-in-valve procedure after an implant duration of four (4) years and 10 months due to mitral stenosis. The tmvr procedure was performed with a 26 mm edwards transcatheter heart valve. The procedure concluded with good outcome.

Manufacturer narrative:
Additional information was received from the customer and the following sections were updated. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was likely impacted by the progression of the patient¿s underlying valvular disease pathology with the patient¿s other underlying risk factors which included cad, diabetes mellitus, hld, htn, and renal insufficiency. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 7300tfx pericardial mitral valve underwent a valve-in-valve procedure after an implant duration of four (4) years and 10 months due to severe mitral stenosis. The tmvr procedure was performed with a 26mm 9600tfx transcatheter heart valve. Post valve deployment, there was normal valve function with no evidence of paravalvular leak. The patient was transferred to the ICU in stable condition. The patient was deemed medically stable for discharge to home with home health on pod #6.